Event description:
It was reported that the subject device had error e226(communication error) and image loss. The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on plug unit and dirt outside the unit shield. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on plug unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.